Event description:
The customer reported battery related alarms as well as a problem with the keypad. The customer noticed that the insulin pump was reacting on its own, without buttons being pressed. The customer also mentioned that she was hospitalized due to low blood glucose levels. The customer's blood glucose levels were too low for the glucose meter to read. The perceived cause of the event was that the customer was feeling ill and that the insulin pump was malfunctioning due to the errors. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response. The insulin pump did not react on its own. No number ramping or scrolling screens noted. Unable to perform the functional tests. The insulin pump had a cracked case at the display window corners.

Manufacturer narrative:
No button error alarm was noted. The pump had no button response due to corroded keypad traces. The pump did not react on its own. No number ramping or scrolling screens noted. Unable to perform the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test or test the operating currents, off no power, unexpected battery error or pump communication with the test blood glucose meter/minilink transmitter/sensor due to the button/keypad anomaly. The pump had a cracked case at the display window corner on all corners and a broken reservoir tube lip. No moisture damage was noted in the battery tube, electronic assembly or on the motor.